Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. (B)(4) has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed self-test using electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrode pads were not returned to zoll medical corporation for evaluation. Instead, a review of the device history record (DHR) and device master record (dmr) was performed and the customer's report was not replicated or confirmed. Review of the DHR/dmr found no discrepancies or abnormalities. The labeling was correct, all electrical testing showing passing results, and the evaluated pieces were assembled to specification. No trend is associated with reports of this type.